Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse events of fungal peritonitis (characterized by abdominal pain and cloudy peritoneal effluent fluid), which warranted hospitalization, antibiotic therapy, and the patient¿s subsequent transition to hd for rrt. The etiology of fungal peritonitis is unknown; therefore, causality could not be established. However, the pdrn reported the patient¿s adverse events were unrelated to any fresenius device(s) and/or product(s). Approximately 1-15% of all peritonitis cases are fungal in nature, and frequently require the removal of the patient¿s pd catheter. Most fungal peritonitis episodes are caused by the candida species. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency, defect or malfunction caused and/or contributed to the patient¿s serious adverse events. Furthermore, there is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) failed to meet user expectations or manufacturer specifications. Those individuals undergoing pd therapy (manual or cycler based) are known to be at high risk for infections of the peritoneum.

Event description:
On 7/apr/2023, fresenius became aware this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized due to fungal (yeast) peritonitis. The patient¿s pd catheter (not a fresenius product) was removed, and the patient was transitioned to hemodialysis (hd) for rrt. No additional information was provided during intake. Follow-up with the patient¿s primary pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2023 with complaints of abdominal pain, drain complications and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = >2000 u/l) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1000 mg every other day and ceftazidime 1000 mg daily x 14 days. However, on (B)(6) 2023 the patient¿s peritoneal effluent culture result returned positive for candida parapsilosis, and the patient¿s pd catheter (not a fresenius product) was surgically removed and a permanent hd catheter (not a fresenius product was inserted). The patient¿s vancomycin and ceftazidime were discontinued, and intravenous (IV) diflucan x 21 days (dose not provided) was prescribed. The patient was discharged on (B)(6) 2023 in stable condition and has recovered from the events. The patient transitioned to outpatient hd following discharge and is currently training for home hd. Per the pdrn, despite a thorough investigation, the cause of the fungal peritonitis could not be established. Per the pdrn, no connection was identified with the patient¿s usage of any fresenius product(s) and/or device(s).

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On 7/apr/2023, fresenius became aware this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized due to fungal (yeast) peritonitis. The patient¿s pd catheter (not a fresenius product) was removed, and the patient was transitioned to hemodialysis (hd) for rrt. No additional information was provided during intake. Follow-up with the patient¿s primary pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2023 with complaints of abdominal pain, drain complications and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = >2000 u/l) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1000 mg every other day and ceftazidime 1000 mg daily x 14 days. However, on (B)(6) 2023, the patient¿s peritoneal effluent culture result returned positive for candida parapsilosis, and the patient¿s pd catheter (not a fresenius product) was surgically removed and a permanent hd catheter (not a fresenius product was inserted). The patient¿s vancomycin and ceftazidime were discontinued, and intravenous (IV) diflucan x 21 days (dose not provided) was prescribed. The patient was discharged on (B)(6) 2023 in stable condition and has recovered from the events. The patient transitioned to outpatient hd following discharge and is currently training for home hd. Per the pdrn, despite a thorough investigation, the cause of the fungal peritonitis could not be established. Per the pdrn, no connection was identified with the patient¿s usage of any fresenius product(s) and/or device(s).

Event description:
On 7/apr/2023, fresenius became aware this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized due to fungal (yeast) peritonitis. The patient¿s pd catheter (not a fresenius product) was removed, and the patient was transitioned to hemodialysis (hd) for rrt. No additional information was provided during intake. Follow-up with the patient¿s primary pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2023 with complaints of abdominal pain, drain complications and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = >2000 u/l) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1000 mg every other day and ceftazidime 1000 mg daily x 14 days. However, on (B)(6) 2023 the patient¿s peritoneal effluent culture result returned positive for candida parapsilosis, and the patient¿s pd catheter (not a fresenius product) was surgically removed and a permanent hd catheter (not a fresenius product was inserted). The patient¿s vancomycin and ceftazidime were discontinued, and intravenous (IV) diflucan x 21 days (dose not provided) was prescribed. The patient was discharged on (B)(6) 2023 in stable condition and has recovered from the events. The patient transitioned to outpatient hd following discharge and is currently training for home hd. Per the pdrn, despite a thorough investigation, the cause of the fungal peritonitis could not be established. Per the pdrn, no connection was identified with the patient¿s usage of any fresenius product(s) and/or device(s).

Manufacturer narrative:
Correction: the g3 date in follow up 2 smdr was inadvertently submitted as 05/09/2023, however the correct g3 date was 06/08/2023.

Manufacturer narrative:
Correction provided in h6.

Event description:
On 7/apr/2023, fresenius became aware this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized due to fungal (yeast) peritonitis. The patient¿s pd catheter (not a fresenius product) was removed, and the patient was transitioned to hemodialysis (hd) for rrt. No additional information was provided during intake. Follow-up with the patient¿s primary pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2023 with complaints of abdominal pain, drain complications and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = >2000 u/l) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1000 mg every other day and ceftazidime 1000 mg daily x 14 days. However, on (B)(6) 2023 the patient¿s peritoneal effluent culture result returned positive for candida parapsilosis, and the patient¿s pd catheter (not a fresenius product) was surgically removed and a permanent hd catheter (not a fresenius product was inserted). The patient¿s vancomycin and ceftazidime were discontinued, and intravenous (IV) diflucan x 21 days (dose not provided) was prescribed. The patient was discharged on (B)(6) 2023 in stable condition and has recovered from the events. The patient transitioned to outpatient hd following discharge and is currently training for home hd. Per the pdrn, despite a thorough investigation, the cause of the fungal peritonitis could not be established. Per the pdrn, no connection was identified with the patient¿s usage of any fresenius product(s) and/or device(s).